Event description:
It was reported that during a cardiac ablation procedure for atrial fibrillation, the guidewire 990045 pv tracker caused an atrial tear and cardiac perforation, which was described as temporal. The patient experienced decreased oxygen saturation. Contrast was injected through the ps catheter to visualize the anatomy prior to starting the left pulmonary veins, with the guidewire removed and the loop kept in its sheath, followed by a serum wash. The left pulmonary veins were completed without issue. When addressing the right inferior pulmonary vein, the loop of the device appeared in a figure 8 shape, and upon attempting to remove the catheter, it was found that the guidewire would not retract. Upon removal, the guidewire was found to be broken with a piece of cardiac tissue or fabric caught on it. The procedure was aborted. Pericardiocentesis was performed as an intervention for the cardiac perforation, and the patient was reported to be stable and alive with injury.

Manufacturer narrative:
Continuation of d10: product ID 990045 (8584496); product type: 0193-guidewire; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the image files and the pscc100 catheter with lot number 0012726960 was returned and analyzed. Three pictures were received for analysis. Images showed the guidewire threaded through the catheter had been damaged. There appeared to be a foreign material protruding from the tip of the catheter and stuck by the guidewire. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. A test guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degree (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported issue (cardiac perforation) cannot be assessed through data analysis. The issue (spiral array twisted) was not observed/reproduced with the returned catheter. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.